Manufacturer narrative:
The patient samples were collected in sarstedt serum sample tubes with gel separator. The specimens were centrifuged for eight (8) minutes at 4,000 rcf. Per the cf, qc was performing within the customer's established limits on the date of the event. Service information has not been supplied for this event, and the customer has not reported any sample related issues to date. A definitive root cause for this event has not been determined to date based on the available information. - attachment: (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining false positive (B)(6) surface antigen ((B)(6)) results from the access 2 immunoassay system for two patients' samples. Follow up testing of the patient samples using the (B)(6) confirmatory assay did not confirm the initial, "reactive", (B)(6) patient results for either patient. The customer questioned the initial results after the "negative" confirmatory assay results were obtained. Patient results are shown in attached file. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.